Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their patient programmer would not interrogate and they received a poor communication screen. It was reviewed for the patient to have working batteries in the patient programmer. Troubleshooting involved having the patient unplug the antenna and placing the patient programmer directly over the implantable neurostimulator (ins) on the skin. It was noted the patient's symptoms were getting worse. Additional information received a little over a month later via the consumer reported the patient programmer she was sent (second one) was also not able to communicate with the ins. The new patient programmer was not "working with either antenna." The representative assisted the patient over the phone on how to connect with the ins. The patient indicated poor communication without antenna attached. The patient's indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.